Event description:
It was reported that the image of the device was very dark and blurry, not enough light was coming thru the scope did not make out the inside of the patient's wrist. There was no significant delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the image of the device was very dark and blurry, not enough light was coming thru the scope. A visual inspection was performed and showed the scope to have cracked weld, broken lenses with deep distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.